Manufacturer narrative:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) ruptured during drawback of the system. The device was removed, and manual compression was done. There was no reported patient injury. The device was properly prepped, advanced and the balloon was inflated. A 5f brite tip sheath was used in the right groin, for a bilateral iliac intervention. The left 6f groin was successfully closed. The vessel was heavily calcified. The mynx vascular closure device was used in an interventional procedure with a retrograde approach. The deployer was mynx certified. A 5 french sheath was used. The femoral artery site was verified for suitability on angiography, with an insertion angle of 30¿45 degrees. The procedure was performed in an arterial vessel with a diameter greater than or equal to 5 mm, showing little tortuosity but was diseased. Hemostasis was achieved by manual compression for 15 minutes. The mynx device was stored according to the instructions for use (IFU). Percutaneous transluminal angioplasty (pta) and stent placement were performed during the procedure. One non-sterile 5f mynx control vascular closure device was returned for investigation. Visual inspection of the device showed that button 1 and button 2 were not depressed. The stopcock was found closed with a cordis mynx syringe attached to the unit. The sealant was present in its manufactured position, fully covered by the sealant sleeves. Regarding the condition of the sealant sleeves, no abnormalities were observed. Additionally, a 5f cordis catheter sheath introducer (csi) was returned inserted on the device. The balloon was deflated, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. The balloon was tested for an inflation/deflation functional analysis, during which a leakage was observed in the balloon that prevented inflation. A high-magnification microscopic evaluation was conducted to examine the balloon surface. This analysis confirmed the presence of a longitudinal tear on the balloon. The reported event of ¿balloon-balloon loss of pressure¿ was observed through analysis of the returned device. However, the exact cause of the longitudinal tear found on the balloon could not be conclusively determined during analysis. Based on the information available for review and product analysis, access site vessel characteristics (vessel was heavily calcified with little tortuosity) most likely contributed to the reported event since a calcified vessel can cause this type of damage to the balloon. According to the IFU, which is not intended as a mitigation, ¿the safety and effectiveness of the mynx control vcd have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via femoral arteriogram: common femoral artery single wall puncture. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ additionally, the IFU instructs users to discard the device if the balloon does not maintain pressure. Neither the product analysis, nor the information available for review suggests that the failure experienced could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) ruptured during drawback of the system. The device was removed and manual compression was done. There was no reported patient injury. The device was properly prepped, advanced and the balloon was inflated. A 5f brite tip sheath was used in the right groin, for a bilateral iliac intervention. The left 6f groin was successfully closed. The vessel was heavily calcified. The mynx vascular closure device was used in an interventional procedure with a retrograde approach. The deployer was mynx certified. A 5 french sheath was used. The femoral artery site was verified for suitability on angiography, with an insertion angle of 30¿45 degrees. The procedure was performed in an arterial vessel with a diameter greater than or equal to 5 mm, showing little tortuosity but was diseased. Hemostasis was achieved by manual compression for 15 minutes. The mynx device was stored according to IFU instructions. Pta and stent placement were performed during the procedure. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.